Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. Vessel morphology was reported as no calcification and severe tortuosity in the iliac vessels. The aortic neck was 3.3 cm long. It was reported that during the implantation, the stent graft was flowered, however, the physician inadvertently pulled the stent graft delivery system back, prior to fully deploying the stent graft resulting in the stent graft being pulled down 2 cm. The stent graft was fully deployed and the iliac limb was placed. An aneurx 28 aortic cuff was placed covering the area between the bifurcated stent graft and the renal artery. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other, medical intervention. Evaluation: results: (stent graft was incorrectly placed). Conclusion: (stent graft was incorrectly placed). Film review. Films were received and their interpretation has been completed by a consultant physician and his impression was the following. These are cut intraoperative images from an oec. They are of poor quality. The stent graft is originally flowered just below the right renal artery. There is flow down the right and left limbs of the graft. The limbs are crossed. Completion angiogram demonstrates that the stent graft begins approximately 1 cm below the lowest renal artery. The consultant physician impression is that the stent graft was pulled down during deployment. This appears to be related to user. Placement of proximal cuff was appropriate.